Manufacturer narrative:
One medfusion pump was received with the top case chipped on the left corner and a cracked right plunger case. The event history log was reviewed and there was a primary audible alarm post message. The power up process was conducted and the reported issue was unable to be duplicated. The cause of the issue was unable to be determined since no damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a system failure primary audible alarm. There was no reported adverse event.